Event description:
Device returned to MFR for analysis with report of "confirmed rotor stall. Catheter dislodged." Follow up with hcp revealed the patient reported for regular refill in 2000 and excess residual was found in the pump. Patient received prescription for oral narcotics to cover pain until replacement of the pump. Pump and catheter replaced with uneventful recovery. Patient doing fine with new device.